Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the software showed that the femoral component was 2mm anterior to plan when visualized with disc. Manual verification validated to be spot on plan. It was further checked with instrumentation and it again validated as spot on. All said, moved forward with ¿false read¿ and implant placed perfectly. No delay or injuries were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6) used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Nothing abnormal was observed with the console during testing. Screenshots from the case were reviewed with the clinical support team. The reported problem was confirmed. Screenshots confirm the reported difference was observed on the visualization screen. Discussion with the clinical team suggests that this may have resulted from incorrect cutting block placement, shifting of the cutting block or of the femur tracker, or possibly due to using the incorrect cutting block entirely. While the reported issue was confirmed from screenshots, a definitive cause could not be established. It seems that user error may have contributed to the reported issue. Assuming that the final cut was accurate to plan, the femur tracker may have moved during or after the cut was performed causing the virtual model to shift. If the cut was not to plan, it is also possible that the cutting block was placed incorrectly, shifted during placement, or that the incorrect block was used when performing the cut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.